Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the patient has had nothing but problems with the pump since implant. The patient's representative stated that the pump had been flipping on the patient and they believe it may be hitting on a nerve. The patient was screaming with pain and crying all day long. The patient was humped over and the patient's spine kept going that way and it kept getting worse and worse. It was also mentioned the patient's current pain from the pump was worse than the pain the patient would be in if they did not have the pump. The patient's representative inquired if there was a different type of pump available. No further information was reported.